Manufacturer narrative:
B4:(B)(6)2021 the service engineer (se) inspected the device and replaced the front bezel to address the reported issue. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
The front bezel was returned for failure investigation (fi). Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of report: 23jun2021. There was no patient involvement.

Event description:
It was reported that the ventilators navigation ring was not moving. There was no patient involvement.